Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac arrest and expired the same day. The events were alleged caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
This is 1 of 2 device reports associated with this event.